Event description:
A piece of the vessel sealer's metal blade broke off after the device failed to work. The broken piece was retrieved from the surgical site and the device was replaced with another vessel sealer which functioned properly.